Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in catheter broke/separated after placement it was reported by the customer that the inserting the diffusics catheter into patient and pulling out the needle that the catheter split in the patient verbatim: (B)(6) reported after inserting the diffusics catheter into patient and pulling out the needle that the catheter split in the patient (due to the pooling of blood underneath the skin. She did not re-insert the needle. (B)(6) said this happened several times and replaced the catheter. She decided to save the catheter and report it. She said it happened with both 20g and 22g diffusics.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383312 and lot number 2089814. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. See narrative below.

Event description:
No additional information provided.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of catheter broke / separated after placement was not confirmed upon inspection of the sample. Analysis of the sample with a microscope showed that the catheter integrity was in optimal condition. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Na.